Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia surgery, while fixating the mesh, the tack came out after the fixation <(>&<)> it was very hard to squeeze. A new device was used to resolve the issue and complete the case. There was no patient injury.